Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial #: unknown, product type: catheter. Other relevant device(s) are: product ID: neu_unknown_cath, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal therapy via an implantable pump. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that distal of the scar wound, there was a thickening, and the wound was wet. Examination on (B)(6) 2018 showed the distal part of the wound did not heal. The patient did not have a fever and did not feel sick. Clinically, there was a fluctuating collection subcutaneous at the back. The collection was not warm, red or painful. Superficial fluid was bloody, but there was no pus. ¿cranial at the scar¿, there was a pustule. The lab on (B)(6) 2018 was normal. Oral antibiotics floxapen (300 mg for two weeks) were administered on (B)(6) 2018, and the fluid was grown. The event resulted in an emergency room visit. Examination on (B)(6) 2018 showed clinical signs of infection with no fever. However, conflicting information indicated there were no clinical signs of infection, and the wound was dry. A culture of the subcutaneous fluid on (B)(6) 2018 showed staphylococcus aureus. It was noted that this might have been ¿an extra infection¿. The event resolved without sequelae on (B)(6) 2018. The etiology of the event indicated the event was not related to the device/therapy, and the event was possibly related to the implant procedure (surgery/anesthesia). No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# 0214231459 implanted: (B)(6) 2018 product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a study regarding a patient receiving baclofen 500,0 mcg/ml at 49,97 mcg/day via an implantable pump. The clinical diagnosis was updated from ¿distal of staphylococcus aureus¿ to ¿staphylococcus aureus infection distal of the scar wound.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a study. It was clarified that there were no signs of infection, no fever, only less power in the legs. There were no device issues. On (B)(6) 2018, there were no clinical signs of infection anymore, and the wound was dry.